Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg failed to connect to the remote control due to communication failure. The patient underwent a revision procedure wherein the pocket site was revised and the ipg was replaced and was not returned. The patient was doing well postoperatively.